Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 81792 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had some dirt in the holder.